Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced a possible stroke shortly after the implant procedure. Nevro attempted to obtain a medical assessment regarding the nature of the event but was unsuccessful. The stimulation had not been turned on yet and the patient has recovered without sequelae. The patient is currently using the device to find effective pain relief.